Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (back), the pod's cannula was found bent. As treatment, a correction was given and a new pod was applied.

Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. The download data from the returned device showed that an 0xcd alarm had been generated by the device indicating a low voltage detection. Timeouts and a drive stall were observed at the end of the device run when the alarm was generated, but it could not be determined if they contributed to the alarm or if the cause of the alarm contributed to them. Inspection of the device found no damages or manufacturing deficiencies that would contribute to a hazard alarm. The exact cause of the 0xcd alarm could not be determined.